Event description:
Complainant alleged that during biomedical dept's routine testing and preventative maintenance of the device, the device's pacer output varies between 97 and 20 ma when set to 80 ma. The complainant indicated that there was no pt involvement in the reported failure.